Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break

Event description:
Boston scientific received information that during the implant procedure when attempting to implant this right ventricular (rv) lead it was not possible. The physician extended the helix and fixed the lead but the lead dislodged. The helix would not extend smoothly and it was not possible to fixate the lead. The procedure took two hours but the lead was not implanted and it was not possible to extend the helix eventually. The lead was replaced and returned. No adverse patient effects were reported.